Event description:
Report received from the (B)(6) which states: "the surgeon had commenced cutting the vitreous and suddenly the cutter stopped but started again a few seconds later only to stop again." No medical intervention/treatment was required.

Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on mdrs # 1920664-2013-00402, 00403 and 00404.